Manufacturer narrative:
The issue concerns the use of inadequately rated lifting lugs. This issue was discovered end of 2019 and subsequently fixed for initial systems. The complaint at hand concerns the same issue, but not on an initial system but on a refurbished system. The root cause is that the solution defined for initial systems was not properly deployed to other use cases, including refurbished systems. An indepth investigation was also perfomed together with the supplier of the bolts to determine if there was a risk associated with the use of the incorrect lugs of which the following is the conclusion: review of lifting lug test rud m20 starpoint (ref-3) indicated that the lug is safe to use for use on mr products and it meets all the applicable regulatory standards and requirements.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation.

Event description:
It was reported that the system arrived on site for installation with the incorrect lifting bolts attached. These incorrect lifting bolts were rated for a 1.5t system but not for a 3.0t system. There was no harm as a result of this event. If this issue were to recur and inadequately rated lifting bolts were used during an installation and would fail, there would be potential for serious injury or death. Therefore, this event is determined to be reportable. A follow up report will be submitted after the investigation has been completed.